Event description:
During a stitching exam, the technologist took the first exposure, then the ne computer had an error and shut down. When the computer was restarted, the exam was still there but the image was missing. They re-exposed the patient and the next three images in the exam were captured without problems. The stitching exam was completed. The first two images are empty, but the last three images were captured correctly. One patient had to have one extra x-ray exposure, resulting in unintended radiation exposure.

Manufacturer narrative:
(B)(4). Investigation is still in-progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).